Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found the exposed portion of the soft cannula to be kinked. It could not be determined when this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose (bg) read "high" (>27.8 mmol/l) (>500mg/dl). The pod was worn on the patient's abdomen for between 36 and 48 hours. As treatment, a bolus of 10 units was administered utilizing an insulin pen and a new pod was applied.